Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6F sheath hole prior to an interventional endovascular aneurysm repair (EVAR) procedure. Reportedly, a footplate separation occurred with a ProStyle device; however, the separation was not initially recognized. A second ProStyle device was attempted; however, the footplate was unable to close. The footplate was able to be partially closed but was unable to close further; therefore, the device was removed. A third ProStyle device was attempted; however, a failure occurred. No other device was attempted. The sheath was upsized to an 18F sheath, and the interventional procedure was completed. Hemostasis was achieved with a cut-down and repair, and the separated foot from the first ProStyle device was found in the artery at the time of repair. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: The UDI number is not known as the part and lot number were not provided. The additional device referenced in B5 is filed under a separate MedWatch report number.